Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose of 600 mg/dl, and he was treated with an insulin drip. The caller stated that the event leading to his admission was vomiting. Troubleshooting was performed. The time, date, settings and programming were correct. Assisted the customer to run a fixed prime test, and the insulin did exit. Performed a high pressure test and passed. Reminded the customer to change the infusion set every two to three days. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.